Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker went from a battery status of 7 years remaining to 4 years remaining 1 year later. The patient was noted to have atrial fibrillation (af) and the device was programmed vvir, however, atrial sensing remained programmed on. Analysis of device memory confirmed a high power consumption condition that was felt to be related to high rate atrial sensing. Boston scientific technical services (ts) discussed programming atrial sensing off in addition to the signal artifact monitor feature. No adverse patient effects were reported. This product remains implanted and in service.